Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure during a routine follow up, a type 3b endoleak was identified on the proximal extension and the patient was treated with two (2) infrarenal stent graft extensions and another suprarenal stent graft extension to treat the endoleak. This event was reported under MDR#2031527-2020-00342. Now, approximately eight (8) months post intervention the patient has been identified with a possible type 3b endoleak. A re-intervention is planned but has not been scheduled.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak was unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. It was noted that it was unclear if there was a type 3 endoleak or billowing in the bifurcated stent graft. The billowing of the stent graft is not a device failure. The physician has decided to wait on re-intervention and re-image in six (6) months from the previous computed tomography (CT) scan. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g4: date of received by manufacturer. H6: result code: remove code 3233. H6: conclusion code: remove code 11.